Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the customer reported that the master tool manipulator (mtm) was moving on its own. The customer confirmed there were no issues with this before or after the complaint. The system logs found a singular master tool manipulator right (mtmr) drifting event error 23100 on day stated. The procedure was unknown how it was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse reviewed system logs and found a singular right master tool manipulator (mtm) drift event (error 23100) on day stated. Fse tested both consoles to ensure mtms lock when head was removed from console. Fse simulated a drift event with head still in console and error reported as expected. Fse did system check. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.